Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the tight and calcified anatomy and/or inadvertent mishandling resulted in the reported kink; thus resulting in preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported in a general comment that during cross over technique, the absolute pro self expanding stent system (sess) stent became kinked and the thumbwheel was blocked and the stent partially deployed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.